Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report thrombus. It was reported that this was a mitraclip procedure to treat grade 4 mixed mitral regurgitation (mr). The steerable guide catheter (sgc) was advanced from the right atrium into the left atrium and a small clot was noted below the soft tip of the guide. Medication was given, and the clot dissolved. The procedure continued with successful implantation of two clips, reducing mr to 2. No additional information was provided.